Manufacturer narrative:
The recall number was incorrectly entered and needs to be retracted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, it was found the implantable cardioverter-defibrillator could not be interrogated. The physician alleged the loss of interrogation was due to premature battery depletion. No interventions were performed and the device remained implanted. The patient was stable.

Event description:
Additional information received noted that the patient presented for device replacement procedure. The implantable cardioverter-defibrillator was explanted and replaced on (B)(6) 2019. The patient was discharged the same day of the procedure.